Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, there was increased threshold capture noted on the right ventricular (rv) lead as a result of a lead dislodgement. The rv lead was repositioned to resolve the event and the patient was stable.